Event description:
The physician was attempting to deploy a 2.25 mm diameter x 24 mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a severely calcified lesion in the patient. It was reported that the stent could not cross the lesion and that force was used to deliver the stent. Prior to use, the device was inspected and prepped with no issues noted. It was also reported that the stent was handled directly prior to use. It was not reported whether the lesion was pre-dilated. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation: results: (lesion/vessel severely calcified), (stent deformation and failure to deliver the stent), (stent was handled directly). Evaluation codes: conclusion: (lesion/vessel severely calcified), (stent was handled directly). Evaluation summary: the first distal stent segment was slightly raised. The distal tip was damaged. The stent was positioned between the marker bands as per specifications. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).